Event description:
Customer reported output exceeds 20r/min in boost mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the boost mode output to 18.5 r/min. System operates as intended.